Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are two additional complaints associated with the component lots for the reported issue. One opened probe was received with no tip protector for the report of unable to cut. The returned sample was visually inspected and found non-conforming with foreign material on the port face and on the needle. The sample was then functionally tested for aspiration, actuation, and cut. The probe was found conforming for aspiration and cut and was non-conforming for actuation. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at several locations along the length of the inner cutter. The sample was retested for actuation with the probe driver and was unable to actuate. The probe engine was then disassembled and it was observed that an o-ring was present on the extension, below the diaphragm, in addition to the two o-rings and spacer in the rear housing. Per product specification there should only be two o-rings and the spacer present in the rear engine housing. The evaluation indicated that the probe had an actuation failure and was also unable to actuate after the probe was disassembled. The root cause of the actuation failure is the extra o-ring observed in the rear engine housing, which would cause increased friction within the probe, affecting the actuation function of the probe. All ultravit probe engine assemblies are assembled on an automated assembly machine. The root cause of the extra o-ring in the rear housing assembly is that the station that loads and puts in that o-ring dispensed two o-rings instead of one. Although the returned sample was able to perform the cutting function during evaluation, the extra o-ring observed could have contributed to the reported cut failure seen by the customer. The exact root cause of the observed foreign material cannot be determined from the evaluation performed, however, the most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to minimize the potential for the placement of the extra o-ring in the probe engine rear housing. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that the probe was not able to cut the vitreous during a procedure. The product was replaced and procedure completed with no patient harm.